Event description:
The customer reported that insulin squirted out during the manual prime, and the insulin pump alarmed. Troubleshooting was performed. The blood glucose reading was 353mg/dl. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.